Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that a PICC introductory sheath anterior head had breakage. No further details were provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducer is inconclusive due to the state of the returned sample. Two photographs of 4.5fr microintroducers were returned for evaluation. An initial visual observation of the photograph showed two 4.5 microintroducers and two dilators. Some use residue was observed on all the devices in the photograph. No damage could be seen on the samples in the returned photograph. The second photograph was of a box with label containing product information such as batch number rekq1165 and material number of 7655405. Inspection of the returned photographs was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.